Event description:
A user facility returned the olympus, model ch-s200-xz-ea, hd 3cmos autoclavable camera head to olympus for repair due to a report of "faulty camera - not working." There was no patient involvement, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, an error "e226" scope communication error occurred and the image did not appear. This report is submitted due to the finding of "e226" error with no image present. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, a scope communication error "e226" occurred and the image was not present. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was duplicated. It was noted, that e226 is an error that occurs, when communication between the camera head and the processor fails. Therefore, it was determined, that e226 error occurred, because communication failure, occurred temporarily. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.